Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the three needles separated from the sutures? (In the package, during removal from package, during handling or during use on the patient)? Please specify? During use on patient . Was procedure successfully completed? Yes. This procedure has completed after using another suture. Procedure name? Myomectomy of gyn procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event related to mw # 2210968-2021-07492, mw # 2210968-2021-07493.

Event description:
It was reported that a patient underwent an myomectomy procedure on (B)(6) 2021 and suture was used. The needle and suture separated from each other. No adverse patient consequences were reported. Additional information was requested.